Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 2015. Dexcom technical support requested that the patient test the alert functionality. Dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).